Event description:
The patient's family reported that the patient passed away and they want to obtain data from the device to confirm if the patient had an increased heart rate prior to death, to try to confirm the cause of death. It was noted that the device was explanted during the autopsy. Explanted generator has not been received to date. No further relevant information has been received to date.

Event description:
Device returned to family.